Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving the catheter sbi06012013p admdeb06l120 ul1300, there was difficulty removing the balloon following inflation, and the balloon got stuck inside the introducer sheath after deflation. This issue is reported for 2 balloons. The procedure was conducted on the superficial femoral artery. A 6fr non-medtronic sheath and a 0.035 non-medtronic guidewire were used. The introducer sheath was changed to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product type: 0674-peripheral pta balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: an in pact admiral device returned coiled in shelf carton in a biohazard bag. Device returned with the balloon loaded in a 6fr introducer. The distal section of the balloon was extended out passed the tip of the introducer. A kink was observed on the catheter. The size on hub of the device was confirmed as sbi06012013p. Biologics observed in the catheter. No stretching of the balloon bond. The 6f introducer was removed from the balloon with slight resistance noted due to dry biologics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.